Event description:
Upon inflation to 6 atm's, the balloon was noted to have a pinhole rupture. Difficulty was encountered with inflation and deflation of the balloon during attempted deployment of the stent. As the balloon would not deflate, a decision was made to remove the stent. However, the stent dislodged off the balloon. The stent was successfully snared and removed.